Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user bumped her head and affected channels have been seen on the left sided device. Furthermore, there has been a change in the user's hearing performance with the device. A device assessment is scheduled for the (B)(6) 2022.

Event description:
The user bumped her head on (B)(6) 2022 and affected channels have been seen during in situ testing. Furthermore, there has been a change in the user's hearing performance with the device. The user will be monitored and a decision regarding re-implantation may be made in the next few months.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by the reported impact appears likely. In addition in situ measurements before the reported impact show several channels involved in two short circuits due to undetermined reasons. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is not planned at the moment.